Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states if you move the joystick to the left without trying to go forward it will not move at all. He states you have to move forward and back a few times. You just can't go full left. They were still using the chair with this symptom but yesterday it changed symptom and now only goes in circles to the right.